Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: some minute material was noted in the ostial left main; however, it is unknown what the material was, as no additional imaging was performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficult to remove could not be confirmed due to the condition the device was received for analysis. Additionally, the proximal and mid portion of the stent implant was stretched and mangled. There were multiple struts separated on the proximal end of the stent implant. The separated portions of the stent implant were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported failure to advance. The device met resistance during removal causing the reported difficulty to remove and subsequent stent dislodgement with the patient effect of foreign body in patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery, distal to a stent that was previously implanted on an earlier date. The 2.0 x 18 mm xience xpedition stent delivery system (sds) was advanced; however, the sds was unable to cross through the implanted stent. The sds was difficult to remove and the stent dislodged. A snare device was able to retrieve the dislodged stent. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.